Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine followup the programmer displayed a system error message upon interrogation. No egms were available in the session record. The diagnostic data was cleared and subsequent interrogation was normal.